Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the internal tubing was pinched by the mixer/vaporizer assembly. The assembly was reseated, no report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the suction unit was not functioning as expected. There was no report of patient involvement.